Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unk. Event description: event date is unknown. Additional information received from applied medical representative via email on 23feb26: no clips came out. Sleeve gastrectomy and bypass were performed. Intervention: device replacement. Patient status: patient is alive.